Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer treated with manual injection. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery was performed and it was found that the set may have been occluded. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted during test. Motor passed the motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot and cracked battery tube threads.